Event description:
Tandem mobi cartridge alarm was reported by the caller. The blood glucose level did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The caller was able to reload the cartridge and resume insulin therapy, resolving the issue.